Event description:
Hospital reported an adverse event attributed to hemolysis. Patient completed an uneventful treatment but would not stop bleeding from their access site upon removal of the fistula needle and was sent to the emergency room. Initial laboratory work was reported as hemolyzed and the patient was diagnosed with acute hemolytic anemia. Patient was admitted to the ICU with "burgundy colored" blood. Gi bleed and hemolysis. Machine was functionally tested and found to be operating within manufacturer's specifications. The clinic's water system was also inspected and found to be within specification.